Event description:
It was reported that the insulin pump turned off and did not turn on again. The caller stated that the user reverted to a back-up plan per doctor's instructions. The caller did not know the blood glucose reading. The caller stated that the insulin pump did not show signs of damage. The caller noted that the insulin pump had not been dropped, bumped or exposed to moisture. No damage or corrosion was noted on the battery cap contacts or spring. The insulin pump did not turn on after a battery replacement. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the operating currents and testing within the specified range and passed the off no power test. No blank display was noted. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, and minor scratches on the display window.